Manufacturer narrative:
On (B)(6) 2011, the customer had a passing system check. The hotline was able to locate the misloaded psa reagent pack. Customer unloaded and discarded the misloaded pack. Service was not dispatched for this event as the root cause was known use error is the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to receiving erroneous elevated receiving psa qc results of 0.00 ng/ml on all levels generated by access immunoassay analyzer. Patient results were not analyzed during this event, therefore no erroneous results were reported out of the laboratory., patient treatment was not impacted by this event.